Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the touchscreen of the programmer was not responding appropriately to the stylus. The xy board was re-seated to overlay and 25-point calibration performed. Missing logo button, missing upper display bullet, missing nylon standoff and broken right display hasp were replaced. The programmer then passed final functional and system tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the touchscreen of the programmer was not responding appropriately to the stylus. It was attempted to calibrate the touchscreen with two new styluses but this did not resolve the issue. There was no patient involvement.